Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure the rf assure console gave a false positive detection when no rfid tagged sponges were present. No patient injury occurred.

Manufacturer narrative:
Date of initial report: 2017-06-02, date of follow-up report: 2017-07-28. The console was returned and evaluated. The reported condition that false positive sponge detection occurred was not confirmed or du plicated. The device was found to function normally and within specification. The root cause to the customer's report could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.